Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level and under delivery. Customer¿s blood glucose value at time of incident was above 600 mg/dl and current blood glucose value was 566 mg/dl. The customer experienced symptoms such as nausea and little ketones. Customer treated with manual injections. Customer also reported insulin flow blocked alarm. Customer reported pump was not worn during a medical procedure around magnetic resonance imaging. Customer performed displacement test and it passed. Insulin pump will not be returned for analysis.